Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not attached alarm". No patient injury reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "cassette not attached properly" alarm. To further investigate, a functional and accuracy test were performed. Customer problem was not duplicated. Root of the defect is unknown; but the downstream sensor will be replaced for preventative measures. No further actions taken.